Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation of the ankle, the drill bit broke. Both pieces of the drill bit were removed from the patient. An x-ray was performed to ensure no pieces of the drill bit remained in the patient. It is unknown how surgery was resumed and if there was any delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details, the broken drill bit was retrieved from the patient. No patient injuries or adverse consequences were reported. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.